Event description:
It was reported that shock lead impedances are measuring greater than 200 ohms. It was noted defibrillation threshold (dft) testing was performed a few years ago and was good. Technical services discussed programming options. At this time, the device and right ventricular (rv) lead remains in service. No adverse patient effects were reported.